Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device found a leak from the light guide tube. Fluid invasion was noted in the scope connector. Additionally, evaluation and as stated in section b5, rust in the distal end plastic cover was observed. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress . Based on investigation results, the reported issue of rust on the c-cover based on reasonably known information was due to stress and degradation attributed to component failure. Olympus will continue to monitor complaints for this device.

Event description:
The broncovideoscope was returned to the service center with a report of external leak. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, rust on the distal end plastic c-cover was found. There was no patient involvement.